Manufacturer narrative:
No evidence of a device malfunction. No problem found with returned cartridge. Analysis of the treatment data log file indicates that the cycler was performing as intended, treatment goals were achieved, rinseback was not performed. User's guide includes appropriate warnings that a trained and qualified person must observe all treatments and that a patient should never dialyze alone.

Event description:
Hemodialysis patient found unresponsive with arterial patient line connected to saline bag and venous patient blood line connected to catheter, 911 was called; patient pronounced dead and coroner released body directly to funeral home. Cause of death not provided to this manufacturer.